Event description:
It was reported by remote transmission the atrial lead showed far field r-wave over sensing. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD) (B)(6) 2009, 4193 left ventricular (lv) lead (B)(6) 2004. (B)(4).